Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During preparation no issues were noted. It was reported that after the catheter was inserted, it was noted that the valve was leaking. Troubleshooting was performed, the catheter was removed, the valve was checked, and catheter was re-inserted, but the issue was still present. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation no issues were noted. It was reported that after the catheter was inserted, it was noted that the valve was leaking. Troubleshooting was performed, the catheter was removed, the valve was checked, and catheter was re-inserted, but issue was still present. The sheath was replaced, and the procedure was completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.